Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2022, abbott point of care was contacted by a customer regarding I-stat ec8+ cartridges that yielded a suspected discrepant sodium result of 129 mmol/l on a patient. There was no patient information available at the time of this report. Method, date, result(na); I-stat, (B)(6) 2022, 129 mmol/l; lab, (B)(6) 2022, 150 mmol/l; test/collection times not provided. Cartridge lot# information is also unknown at the time of this report. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2022. The customer reported obtaining unexpected na (sodium) patient sample results while using I-stat ec8+ cartridge lot unknown. A review of na performance verification data of I-stat versus multiple reference instruments at multiple sites for clew a42 and a43 demonstrates that the overall performance of the I-stat na is in agreement with other manufacturers. No deficiency has been determined.

Event description:
Na.